Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 28 x 2.75 promus premier drug-eluting stent was advanced for treatment but failed to cross the lesion. Upon device removal, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 28 x 2.75mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to the 9th and 10th most proximal stent strut rows; stent struts were lifted and bent back distally. The outer diameter of the undamaged section of the stent was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple kinks along the hypotube. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was damage to the tip. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 28 x 2.75 promus premier drug-eluting stent was advanced for treatment but failed to cross the lesion. Upon device removal, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.